Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic partial nephrectomy during the first minute of console time at the start of the surgery, the monopolar curved shears were not supplying monopolar energy. The connections were checked and appeared fine and the blue monopolar cable was exchanged, but the device still wouldn't work. The monopolar curved shears were replaced with a new one and this resolved the issue. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic partial nephrectomy during the first minute of console time at the start of the surgery, the monopolar curved shears were not supplying monopolar energy. The connections were checked and appeared fine and the blue monopolar cable was exchanged, but the device still wouldn't work. The monopolar curved shears were replaced with a new one and this resolved the issue. There was no patient injury.

Manufacturer narrative:
Medtronic led an evaluation of the one returned monopolar curved shears and the device data logs. Evaluation of the monopolar curved shears noted there was no corrosion on the electrical contacts. There was no damage noted to the jaws of the instrument. Upon microscopic inspection of the drive cables, there was no damage noted. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was conducted and all tests were passed, with no abnormalities noted. The v was tested for connectivity from the male pin connector of the instrument and the distal most portion of each blade. The resistance was within the limit of 10-ohms. The monopolar curved shears was then connected to a sterile interface module and the assembly was tested from the monopolar plug of the instrument and the distal most portion of each blade. The resistance was well within the 10-ohm limit and demonstrates excellent conductivity. The instrument housing was opened up and each wire connection was checked with a light pull test, and all wires were attached with good connections. This evidence would suggest that the connectivity issue was within the sterile interface module that was used in conjunction with the monopolar curved shears during the surgery. It was also noticed that the bottom side of the instrument housing was disengaged. Evaluation of the data logs indicate that the system did not detect the use of the monopolar curved shears. Evaluation of the monopolar curved shears could not confirm the reported condition. The root cause of the issue could not be determined. Additionally, an unreported failure of a partially disengaged base plate was found that has no relationship to the reported condition. The root cause of the unreported failure could not be determined. However, based on the information provided in the event, the most likely cause of the unreported failure was traced to loose/broken monopolar curved shears pins connection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.